Event description:
The manufacturer field service technician reported that the device was overheating during testing at the user facility. There were no adverse consequences reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The manufacturer field service technician reported that the device was overheating during testing at the user facility. There were no adverse consequences reported with this event.